Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) spinal pain. It was reported the battery was in overdischarge. The patient stated they had not charged in 6 months. There were no known external/patient factors that may have led or contributed to the issue. The representative would meet with the patient this week to reset the device and perform a trickle charge. The issue was not yet resolved. No patient symptoms were reported. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient did not charge their device because they were currently going through chemotherapy and had other surgeries. The rep stated that a trickle charge was attempted 3 times but was unsuccessful. They noted that the overdischarge was not resolved, and the patient will need a battery replacement. No further complications were reported or anticipated.